Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was explanted one day post-op, because it kept dislodging due to cardiac drop that occurred when the patient stood up.